Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A helifx endoanchor was implanted in a patient for the endovascular treatment of a type 1a endoleak. It was reported that during the index procedure, the endoanchor was difficult to detach from the applier after the forward button had been pressed for the second time. It was stated that the back light was flashing indicating that the device was deployed. The physician then turned the applier counterclockwise to release the anchor which was released straight away. It was reported that the anchor looked bent on the last spiral at the back end of the screw. As per the physician, cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine with residual type 1a endoleak.

Manufacturer narrative:
H:6 conclusion code updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed the heli-fx endoanchors were used to treat a ia endoleak that occurred on an endurant iis stent graft. It was confirmed the ia endoleak occurred during the index procedure and was resolved with the implantation of the endoanchors. Evaluation summary: the reported endoanchor deformation was confirmed on the films provided; however the cause of the event could not be determined. Pre-implant CT¿s were not provided for assessment of the patient¿s proximal neck anatomy and additional procedural angiograms showing implantation of the endoanchor were not available. It is unclear from the image provided if the endoanchor was implanted in the same position as another endoanchor or if anatomical characteristics (e.g. Calcification ) may have been a factor. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.